Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; one device had a worn component, and one device had a bent component. The devices were repaired and returned. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the brakes would not or were difficult to engage. There was no patient involvement.